Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported failure. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not reported. Omnipod software app version: data not reported. Operating system: data not reported. Hardware: data not reported. Cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported that they noticed that since the last software update, whenever administering a bolus the pod "dies" and does not deliver the complete bolus amount. The patient will change the pod and once the new pod is placed, the system will administer the full bolus amount. As a result, the patient received more insulin than expected. No impact to patient blood glucose levels were reported. Medical attention was not required. A replacement controller was sent to the patient.